Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the e.r. After receiving multiple inappropriate hv therapies due to oversensing on the rv channel. Lead dislodgement was noted. The lead was explanted and replaced.